Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited adhesive on a-rubber and distal end had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported identified failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. A risk review was performed and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and no related capas were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.